Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant. Difficulty was experienced extending and retracting the helix and a fracture is suspected. A replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. A laboratory technician tested the helix mechanism and due to the dried blood/body fluid, the helix could not be actuated during testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.